Event description:
It was reported "on (B)(6) 2024, the swg was found kinked prior to the patient." They changed a new one to resolve the issue. There was no patient harm or injury.

Manufacturer narrative:
(B)(4). The customer returned one guidewire within its advancer, 2-lumen catheter, ars, 18ga introducer needle , dilator, dust cap, and transduction probe for analysis. Obvious signs of use were observed. The guidewire was observed to have 2 kinks and 1 bend throughout the body. The distal j-bend was intact. Microscopic examination confirmed the kinks in the guidewire body. Both welds were present and were observed to be full and spherical. The major kinks in the guidewire were located at 19mm and 469mm from the proximal tip. A noticeable bend was measured at 657mm from the proximal tip. The overall length of the guidewire measured 680mm, which is within the specification limits of 678mm - 688mm per guidewire product drawing. The outer diameter of the guidewire measured 0.85mm, which is within the specification limits of 0.838mm - 0.877mm per guidewire product drawing. The guidewire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The guidewire was advanced through the returned ars and returned 18ga introducer needle. Resistance was observed in the areas of the kinks. No resistance was noted at the undamaged portions of the guidewire. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit describes suggested techniques to minimize the likelihood of guidewire damage during use. The instructions caution , "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through complaint investigation of the returned sample. The guidewire had several kinks throughout the body. The returned guidewire met all relevant dimensional/functional requirements, and a device history record review did not identify any manufacturing related issues. Based on the condition of the guidewire and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "on 24 oct 2024, the swg was found kinked prior to the patient." They changed a new one to resolve the issue. There was no patient harm or injury.